Event description:
It was reported that the sleep/wake button on the ilet device became increasingly unresponsive and that a guided restart restored normal responsiveness. Symptoms included no reported adverse health effects. Outcomes included no alerts, no alarms, and no impact to blood glucose. Investigation included remote troubleshooting and user education to monitor the device and repeat a restart if the issue recurs. Investigation of this case revealed an intermittent device user interface responsiveness issue that resolved after a restart, with no evidence of performance impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, software-related device behavior that is correctable by reboot.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.